Event description:
The customer complained that a pt tripped on the pt pendant cord.

Manufacturer narrative:
The technician wasn't sure if the pt pendant was secured in the siderail, or if the pt pendant cord clip was being utilized. Replacement pt pendants were ordered for this bed, which resolved the issue. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.